Manufacturer narrative:
One white luer was returned. The catheter was not returned as it was repaired and remains implanted in the patient. Visual inspection revealed a crack in the luer beginning at the tip of the threaded portion continuing approximately 1.5 cm along the luer. Under magnification, 45 degrees from the crack, it can be seen that the outer threads appear gouged and frayed as if squeezed by an instrument such as hemostats. It cannot be determined if this occurred prior to the event or if it occurred when removing the luer from the extension tubing. The device was further reviewed by medcomp engineering. Their evaluation confirmed the tools marks but agree it cannot be determined when these marks occurred. The luer material is smooth and not brittle. The crack appears to be a cut and not a material separation. When the inner diameter of the luer is viewed under magnification, one side of the crack appears raised/pried up, indicative of being jabbed with a sharp instrument. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, cracks, or weak spots if it had existed at the time of manufacture. A definitive root cause cannot be determined but is not likely manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Presence of multiple bubbles air on the arterial line during the first connection in dialysis. Asperity at the level of the screw thread (luer) of the arterial line (screw thread available). Change of (bloodline) extension, problem not solved, bubbles reappear. Change of the thread of the arterial line of the split with a repair kit: problem solved.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information regarding the incident and for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.